Manufacturer narrative:
The system was examined and there were no issues found which would have been related to the reported event. The system was tested and found to meet product specifications. Based on qa assessment, the product met specifications at the time of release. The system was found to have no problem related to the reported aspiration issue. Therefore, the root cause of the reported event cannot be determined conclusively. Similar event data was collected for the associated reported event. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received further clarified that the incident occurred at the start of the operation when the suction was lower than usual then it decreased during the operation when even the blue dye was no longer aspirated. The patient's sedation was extended for fifteen minutes.

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a vitrectomy procedure there was poor aspiration with the ophthalmic system and cassette. The surgeon tried to increase the vacuum parameters and change the cassette which did not resolve the issue. Multiple system messages were displayed. There was no impact for the patient. Additional information has been requested. Additional information received confirmed that the reporter only suspected the operating console as contributing to this reported event.